Manufacturer narrative:
Follow-up #1: date of submission 12/13/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 11/20/2015 with the following findings: on investigation, the pump powered up to a blank display screen with auditory and vibratory features. A crack was found at the display lens seal and a leak test demonstrated a leak where the crack was located. Internal corrosion was observed when pump casing was opened to investigate. Due to the internal moisture damages and the blank display, the functional testing could not be completed and the alleged dim display issue was unable to be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display had dim/faded text and pixel color change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.